Event description:
The complainant reported that following impella 5.5 implant, intermittent suction alarms and suboptimal pump flows were encountered. The physician's attempts to reposition the device were unsuccessful and the catheter subsequently kinked near the locking port. The pump could no longer be advanced and the decision was made to replace the device. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The pump was not returned for investigation. The cause of the pump suction issues was not determined as product was was returned, data logs were not recovered, and insufficient clinical details. The cause of the pump flow issues was not determined as product was was returned, data logs were not recovered, and insufficient clinical details. The cause of the cannula kink was not determined as product was was returned, data logs were not recovered, and insufficient clinical details. The cause of the positioning issues was not established as clinical does not mention details related to use or patient anatomy. The root cause of the positioning issue was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.